Event description:
Baxter (B)(4) received a report that an infusor leaked before use. The device was filled with a 123-ml solution of dextrose. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received two samples each containing 70 ml of fluid in reservoir. Please see report # 6000001-2012-06796, which addresses the other sample. Visual examination of the second sample confirmed the reported condition of a leak at the fill port. Cracks were observed at the fillport. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: after further investigation by baxter personnel, the root cause of the leak was determined to be user error, excess torque was applied to the fill-port.